Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset), seroma "excess skin".

Event description:
Patient reported for left side "I had seroma and because of seroma I had an infection" and "excess skin". The device has been replaced. Patient was treated by topical treatment and antibiotics for one year.